Event description:
It was further reported that the left ventricular (lv) lead and right ventricular (rv) lead were explanted.

Manufacturer narrative:
Concomitant medical products: d334trg, ICD implanted: (B)(6) 2014. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. It also indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device toned and interrogation showed high defibrillation impedances on configurations related to the right ventricular (rv) coil, superior vena cava (svc) coil and left ventricular (lv) tip coil. It was noted that the event was due to an issue on the rv shock coil and a rv coil fracture was suspected. The lv lead was tested separately with normal values. It was further reported that the lv lead exhibited high pacing impedance and unstable threshold. It was noted that the rv lead exhibited high rv and svc defibrillation impedances. The lv lead was inactivated and remains in the patient. The rv lead remains in use. Both leads are planned to be explanted and replaced, but the physician felt the risk was high. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the partial lead in segments was returned and analyzed. The right ventricular defibrillation coil developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the previously reported left ventricular (lv) lead problem was intermittent, as it would stabilize when the patient sat up but falter when the patient laid down. It was also noted that the lv lead was unipolar and dependent upon the shock coil of the right ventricular (rv) lead. As a result the impedances were also up for the lv lead. It was noted that the lv lead was not previously explanted and remains in use. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.